Manufacturer narrative:
H11: the related medwatch report number 2401660000-2023-8010 was included in the corresponding h10 related report number field for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under infusing during therapy in the patients room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch report # (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.